Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of drawer would not open and could not be recovered was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order # (B)(4), the fse reported that it was replaced the drawer controller board and retractor band. No further issues observed. The report was closed. During dchu visual inspection: p/n 331392-01: had no missing components, signs of fluid ingress or any physical anomaly. P/n 353844-01: was received with copper strands in contact with adjacent copper strands. During dchu testing: p/n 331392-01: the drawer controller was evaluated on an esd protected surface with a calibrated dmm. It was detected a short circuit on diode d501 and mosfet q501. No further testing was required. P/n 353844-01: no tests were performed due to the thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the complaint drawer would not open and could not be recovered was due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01) which lead to the observed thermal damage as well a shorted diode d501 / mosfet q501 on the drawer controller board which led to circuit instability and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4.1 failed to open and unable to recover. The customer attempted to reboot the station and opened back panel to check obstruction, but no obstruction and the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the assy retractor drawer half height cubie. There were no delay, no adverse events or injuries reported based on this event.